Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not recovered. When the customer selected it, the pocket popped out, and even after reinstalled it, the pocket immediately popped out again. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not recovering. The field service engineer (fse) removed the failed cubie, cleaned the pin, and replaced the retractor band. The unit was then tested, but it failed the operational check. As a corrective action, the fse replaced the motherboard (moab) and subsequently tested the unit using the hardware test application. A final operational check was performed and passed successfully. The system functioned as intended after the field service engineer repaired the device.